Event description:
Event was reported to (B)(4) by an attorney. The patient has suffered pain, recurrence, dyspareunia, depression, neuromuscular problems, and other injuries as they become apparent. No further information has been provided.